Event description:
It was reported that there was a no disposable clamp tubing alarm. It is unknown if there was air in the tubing. The reservoir volume was 54.9, rate 2.1, given 61.15. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.